Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device check. Analysis of some of the auto mode switching (ams) episodes revealed far-r oversensing. Programing changes were made and device remains implanted.